Event description:
It was reported that despite 3-4 reprogramming sessions, the stimulation was "pounding too loud" down his leg. The patient also felt "electrocuted." The patient experienced pain after 4-5 hours of mowing the lawn with a rider mower. The incision looked good. Programming changes were made and the patient no longer felt stimulation down his leg. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).